Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/ not provided. Device evaluation: the contents of the package were received loose inside the box. Individual product components could not be associated with their corresponding complaint events or lot numbers. No product evaluation could be performed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using the patient interface. The procedure was switched to photorefractive keratectomy (prk). No patient injury and/or complications were reported. This report is 2 of 2.